Event description:
The dentist reported the non osseointegration of one dental implant cm titamax implant 3.75x9 mm, but did not provide any other information about the case.

Manufacturer narrative:
(B)(4).